Event description:
A nurse from (B)(6) hospital, (B)(6), reported that the patient was admitted to the hospital with diabetic ketoacidosis. They placed him on an insulin drip. She did not provide any further information.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.